Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that the helix/lobe was distorted/bent, there was blood/fluid in/on the distal conductor, and there was blood in/on the helix/lobe sleeve head and mechanism. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, the lead screw malfunctioned and could not be retracted . The lead was not implanted. No patient complications were reported as a result of this event.